Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 hyperglycemia event and patient took off the cannula. Blood glucose level was 600 mg/dl at the time of the event. Patient got treated with intravenous (IV) insulin. The duration of hospitalization was less than 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010034 in question was manufactured at the reynosa site. The reference samples for the lot 6010034 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on (B)(6) 2025. All test results were found within specifications as per the test report complaint (B)(4) test report.pdf attached in this record. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2 on reference samples, 10/10 samples passed the test. Functional air leak test according to wi version 2 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6010034 was manufactured according to the wi version 82, packaged in the machine m12, on 29/oct/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4k05685 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 29/oct/2024 with a total of (B)(4) units. The lot 4k05686 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 29/oct/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17/jul/2025 against malfunction code malfunction code soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type and lot 6010034 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to cannula issues, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.